Event description:
Reporter indicated that systems diagnostics testing at office visit resulted in high lead impedance readings, indicating a possible lead discontinuity. Review of x-rays by reporter did not reveal any obvious discontinuities in the ncp system. Lead revision is planned, but no surgery date has been set.

Manufacturer narrative:
H.6. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system. H.6. Device failure is suspected, but did not cause or contribute to a death or serious injury.